Event description:
(2/3 reference (B)(4) for related complaints) (documenting pump with sn (B)(4)) in week 13, the same malfunction several times. The pump starts to beep very loudly and then still runs, but after a while the pump stops running and the display shows "no disposable."